Manufacturer narrative:
Customer quality (cq) completed a radiologic evaluation as follows: based on x-ray review the complained issue of cut out of blade could be confirmed. No indication for product related issue was found. The root cause is unknown. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Report was initially submitted on october 27, 2017 but the FDA site was down. Advised by FDA on november 06, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The medical safety evaluation/review states the following: for patient # (B)(6) the helical blade (hb) was placed too superiorly and too close to subchondral surface. Cutout is not a surprise. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Used for: the complaint indicated that the helical blade cut out/ migrated post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that the: part 04.038.290s / lot #h167798, manufacturing location: (B)(4), manufacturing date: 08-sep-2016, expiration date: 01-aug-2026. Part #: 04.038.290s, lot#: h167798 (sterile) - tfna helical blade 90mm -sterile, quantity (B)(4). Raw material part no: 21012 lot number 9974142 reviewed and meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. The tfna was used for this procedure. The blade in question (tfna helical blade, l 90mm) was inserted above the center position (the tip of the blade directed superior). On (B)(6) 2017 (two weeks later), the proximal femoral head bone rotated, and tip of the blade penetrated the femoral head. The blade had moved to acetabular direction. It was also confirmed the patient had swelling at the hip around the bottom of the blade. The CT-scan was performed and the surgeon thought that the fragment caused by the blade cut-out was accumulated at the hip. Then, all the tfna implants (blade in question, nail; tfna femoral nail ø 9mm, 125°, l 170mm, and locking screw; locking screw ø 5.0m) were explanted and bipolar hip arthroplasty was performed. No surgical delay is reported. No information available about patient condition and outcome. Complaint involves 1 part. Concomitant part: 1x tfna fem nail 04.037.912s / h026048; 1x lockscr ø5 l32 f/nails 04.005.522s / l281237. This report is 1 of 1 for (B)(4).